Event description:
Add'l info received on 1/29/2026 for mw5181577 to update the MFR to unk.

Event description:
It was reported that the patient underwent a surgery to remove an atoms device and replace it with an artificial urinary sphincter (aus). No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).